Event description:
A technician using an e.cam gamma camera system sustained a broken wrist during the operation of the camera. The operator of the device was preparing to change collimators on the camera. The operator did not move the camera into the required position before initiating the collimator change function as described in the labeling for the e.cam system. The investigation determined that a system message was displayed to the operator in order to ensure the proper positioning of the system prior to initiating the collimator change; however, the message was dismissed by the operator. During the collimator change, the system's detector made contact with the collimator cart, which caused the collimator cart to tip over. When the collimator cart began to tip, the operator attempted to stop the fall of the collimator and broke her wrist due to the weight of the collimator. Based on our investigation results, there was no malfunction of the device. The labeling was reviewed and it was determined that the user manual provides adequate instructions for collimator change process. There were no other injuries to patients or other persons. The communication with the customer indicated that the clinical facility understands the proper component placements, which are required prior to initiation of the collimator change process. The cause of this event was determined to be user error.